Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the patient's pump was alarming and he "sounded like a suicide bomber". It was asked if there was a way to silence the alarms without going to an healthcare provider (hcp). The patient was hearing the critical alarm, which was reviewed to be consistent with pump alarms. It was also mentioned that the patient was hearing a single beep every 30 minutes, which was not consistent with a pump alarm. The patient had moved to a different state and had not been successful in finding an hcp to manage the pump as they would refer him back to the hcp in his former state. Physician listings were offered, however the patient declined them. The patient's refill date was (B)(6) 2016, so it was thought the pump went dry around thanksgiving and the pump was currently empty. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.